Event description:
Paramedics responded to a person described as in full cardiac arrest and down for an unk period of time. The pt was connected to the device with 3 lead ECG electrodes. According to the reporter, artifact on the monitor prevented observation of the pt's ECG. Another MFR's AED was then connected to the pt which advised and delivered a countershock. The reporter stated that, subsequent to the AED's countershock, the monitor correctly displayed the pt's ECG which was described as non-shockable. The pt was not resuscitated. The reporter indicated malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.